Event description:
It was reported that a novum iq large volume pump under-infused during a patient infusion. The device was programmed to infuse 10 mg of dexamethasone in 100 cc over 15 minutes. However, the pump alarmed that the infusion was complete after only approximately 15-20 ml had been infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: d4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.